Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted to the hospital due to general bad condition. When the patient was connected to the power module the system monitor showed a driveline fault alarm. Log files were submitted for review. Log file analysis showed unexpected behavior of phase c. X-ray scans were performed and showed a stressed area on the driveline past the controller connector. The patient was still in the hospital for further evaluation. The alarm was continuous, and it was considered if the patient would have a percutaneous lead repair. A driveline repair was done on (B)(6) 2023, and it was noted that the patient did not have driveline fault alarms at the time of the repair, and there were none seen after the repair.

Manufacturer narrative:
D9 - a section of the percutaneous lead was returned for analysis. Manufacturer's investigation conclusion: incidental findings: cosmetic damage to the outer silicone jacket of the returned external driveline was observed. The evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported driveline fault alarms captured in the submitted log files. Evaluation of the submitted log files confirmed driveline fault alarms. A distal-end driveline replacement was performed on (B)(6) on (B)(6) 2023 and approximately 22 inches of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received. A discontinuity was found in the orange wire. All other wires were found to be electrically intact. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed that the orange wire was completely severed at 11 inches from the controller connector. Visual inspection under the microscope revealed a breach in the green and red wires approximately 8 inches from the controller connector. All other wires appeared unremarkable during visual investigation. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the orange, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. The breaches in the wire insulation of the green and red wires, along with the fractured orange wire, could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors from two or more of the wires, from different phases, made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records for (B)(6) and driveline serial number (s/n) (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm ii lvas instructions for use (IFU) and the hm ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The ¿alarms and troubleshooting¿ section of the patient handbook, contains information regarding system controller alarms and the proper actions associated with them. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.